Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was noise on this lead that was oversensed. Pacing inhibition was noted but no asystole greater than 2 seconds. There was a procedure but it is unclear if this lead was repositioned, capped or explanted.